Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  The device was found in specification and the display was working as intended. The reported condition of blank screen was not verified and no cause was found.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.